Event description:
The rptr stated that he did a meter to lab comparison test, 10 minutes apart, in the fed state. The reading (capillary test) on his meter was 121 mg/dl, and the (venous) lab test result was 166 mg/dl. He did not have any symptoms. A control test of 120 mg/dl was in range. On followup, the lifescan rep reviewed testing procedures, and noted that the rptr is meticulous about cleaning and using control solution.